Event description:
Revision surgery due to loosening of the femoral and tibial components. This issue was described in documents that we have received to case c-0122372 (revision surgery in (B)(6) 2016) (your ref. 9613369-2016-00074).